Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the pump was refilled with increased concentrations to extend pump refill interval but no changes were made to the daily rate.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving unknown morphine drug and bupivacaine via an implantable pump. It was reported that during a pump refill on (B)(6) 2025, a reservoir volume discrepancy was noted: expected reservoir volume irv - 7.8 ml, actual reservoir volume arv ¿ 15 ml. The patient did report worsening pain. No further diagnostics or interventions. On (B)(6) 2025 the patient reported stable pain control but on (B)(6) 2025 they reported inconsistent pain control. The pump was refilled with increased concentrations to extend pump refill interval but no changes were made to the daily rate. A reservoir volume discrepancy was noted: irv - 5.9 ml, arv - 10.5 ml. On (B)(6) 2025 the patient reported fluctuating, but overall well- controlled pain. On (B)(6) 2025 a reservoir volume discrepancy was noted: irv - 9.6 ml, arv - 15 ml without associated signs or symptoms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.